Event description:
The customer alleged that she took her meter kit and lancing device to the hosp for assistance. She alleged that the nurse who was helping her received an accidental needlestick from one of her used lancets. The customer would not provide any more info about the event.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a MFR date.